Event description:
Information was received indicating that a smiths cadd-legacy plus pump malfunctioned. The pump displayed a "no disposable, pump won't run" alarm. Troubleshooting did not resolve the alarm and the device had 10.9 ml of the medication still left to be infused. There were no adverse events reported.